Event description:
It was reported that pump displayed malfunction alarm labeled malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed malfunction code was resettable, provided pump reset instructions over the phone, and customer planned to reset independently once charging supplies were available, with no follow-up requested and no additional actions required.